Event description:
It was reported that the customer that the customer was hospitalized due to high ketones, diabetes ketoacidosis, and high blood glucose of 30.0mmol/l. It was stated that the events leading to the customer's admission was frequent urination during night and feeling very ill. It was stated that the customer was treated with manual injections and then released. It was mentioned that the customer had no delivery alarms. The customer's recent glucose reading was 17.0mmol/l. It was stated that the doctor suggested the insulin pump was not functioning properly and should be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. (B)(4).

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.